Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot#: j0340672v, implanted: (B)(6) 2003. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the impedances were tested and all contacts were showing greater than 40000 ohms. The implant battery was at 3.02v and troubleshooting reviewed that with all the contacts showing open it would make sense that the implant was hardly depleted. The representative noted that they were looking at a possible revision. No patient symptoms reported.

Manufacturer narrative:
Product ID 3887-56, lot# j0340672v, implanted: (B)(6) 2003. Product type lead. Product ID 3887-56, lot# j0340672v, implanted: (B)(6) 2003. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The physician is planning replacement of leads if approved by insurance. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads will be replaced, but no date has been set due to covid-19 pandemic. The lead is still implanted, but is not functioning. No further information was reported.